Event description:
It was reported that the user experienced hyperglycemia following a thanksgiving meal while using the ilet, and inspection revealed a kinked infusion set tube that restricted insulin delivery; the event was resolved only after changing the infusion set and tubing, with troubleshooting and education provided. Symptoms included elevated blood glucose, with a highest reported value of 412 mg/dl and levels above target for over three hours. Outcomes included no ketone protocol use, no escalation of therapy, and no need for professional medical intervention. Investigation included user interview and troubleshooting of the infusion set and tubing. Investigation of this case revealed an occlusion due to kinked tubing that impeded insulin delivery and resolved after supply change. It was concluded that the event was attributable to an infusion set occlusion from kinked tubing, with device function restored after replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.